Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at an unknown dose via an implanted pump for intractable spasticity. It was reported a motor stall occurred on the evening of (B)(6) 2019 and lasted 14 minutes and then recovered. The patient did not recently have an MRI. It was confirmed there were no sources of electromagnetic interference (emi) present. The reporter denied any emi interaction. It was noted the hcp was going to monitor the pump and the patient. Patient symptoms were not reported. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the cause of the motor stall was not determined. It was reported that the physician could not rule out an environmental factor since the patient was an inpatient and she could not be certain that he was not around any other magnetic fields. The patient was monitored as an inpatient, and as of (B)(6) 2019, there had not been another motor stall. The plan was to continue to monitor. If another stall is reported, the physician will refer to neurosurgery for replacement. No further complications have been reported.